Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Trend summary confirmed: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 1257958. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 rev: 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a020501 difficult to open or remove packaging material.

Event description:
Healthcare professional reported unknown side "implant was intact and still used for the case with no other issues besides the tivek paper. The paper was shredding on both the inner and outer packaging upon opening. The paper lid did not come off in one solid piece as the other implants do when opening. Leaving fibers that end up in the sterile area where the implant is". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Healthcare professional reported unknown side "implant was intact and still used for the case with no other issues besides the tivek paper. The paper was shredding on both the inner and outer packaging upon opening. The paper lid did not come off in one solid piece as the other implants do when opening. Leaving fibers that end up in the sterile area where the implant is". The device remains implanted.